Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported, that three, so far out of the box cracked down syringe. Additional information received on 29jul2024. Stated, that the crack went more than half way down the barrel. The syringe leaked out whatever was drawn up.

Manufacturer narrative:
One photograph was provided for evaluation and the reported issue of a crack was observed, but leaking was not observed in the photograph. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Without a physical sample, it is not possible to determine an exact root cause. No actions are applicable at this time. All information received will be used for tracking and trending purposes.